Event description:
Caller reported that piston would not fully engage with a full cartridge during the load process. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer changed the cartridge, and loaded it with less than 200 units and administered a correction bolus via the pump to address the elevated bg. Reportedly, the customer continued to use pump for insulin therapy.